Manufacturer narrative:
H3, h6: the reported 5.5 footprint ultra pk suture anchor assembly, used in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. Clinical details provided confirmed the patients bone quality was hard and was prepared using an awl. It was also reported that the surgeon could not locate the insertion site when placing the anchor. The device IFU (10600584) recommends a straight awl for general use a tapered awl in soft bone or a spade tipped drill in hard bone for site preparation. The instruction for also use outlines additional precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot; there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy + cuff repair, the footprint suture anchor broke in the joint. All the pieces were removed from the patient. An additional bone hole was required to complete the procedure. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.